Event description:
It was reported by the sales rep.that they received a change fiber error at the beginning of the case. The case was completed with a second fiber. No pt consequence was reported. One fiber will be returned.